Event description:
Customer reported that the insulin pump alarmed battery out limit and button error. Customer stated it alarmed after battery change. Customer assisted in reprogramming the time and date. Customer stated the batteries were out of the insulin pump for a greater time than duration allowed. Customer stated that he is in a humid area. Blood glucose level is 150 mg/dl. Nothing further reported.

Manufacturer narrative:
Insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. Device had normal operating currents and no unexpected off no power, low battery or battery out limit alarms noted. Device had cracked display window corner, scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube window.